Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The de novo target lesion was located in the mildly tortuous and severely right coronary artery and left anterior descending artery (lad). The patient was a watchman candidate and was admitted for angioplasty with the intention of performing rotational atherectomy with rotapro. The lesion was predilated with a 1.2 x 15mm and 3.0 x 20mm emerge balloon catheters, the patient remained in stable condition. Three other non-bsc balloon catheters were also inflated in different parts of the lesion. During this time the patient experienced pain every time a balloon catheter was used and became very hypotensive. The doctor decided not to perform rotablation with a rotapro due to the risks. Several synergy des were implanted in the lad with sizes 2.5 x 12, 2.5 x 16, 2.5 x 20 and 3.0 x 28 respectively. Subsequently, a 2.50 x 28 synergy drug-eluting stent (des) was advanced for treatment but was not implanted as the device was found deformed due to resistance of calcium plaque. The device was removed and replaced with a 2.75 x 34 non-bsc stent. Prior procedure completion, the patient went into cardiac arrest which was unrelated to the patent synergy des implanted as per physician. The patient was given cardiopulmonary resuscitation, intubated. Once the patient was stabilized a 3.50 x 20 synergy stent was implanted in the lad. The patient was then referred to intensive care.